Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced nocturnal hypoglycemia, with the lowest recorded blood glucose of 57 mg/dl and no alarms perceived and treated the event with oral carbohydrates and peanut butter. Symptoms included hypoglycemia. Outcomes included no professional medical intervention, no hospitalization, and no immediate health effects such as loss of consciousness. Investigation included troubleshooting and education with guidance to consult a healthcare professional for nocturnal low blood glucose management. Investigation of this case revealed the cause of the hypoglycemia was unclear. It was concluded that the event was user-reported hypoglycemia with unclear cause and no evidence of device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.